Manufacturer narrative:
The field service engineer (fse) verified system operation and noted no hardware issues were observed. The fse proactively replaced the liquid waste bottles, weight sensors, selector valves, and intermediate floater. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported liquid waste squirted the customer in the eyes and face while disconnecting the bottle tube in an attempt to replace the liquid waste bottle on the unicel dxi 600 access immunoassay system. The costumer sought medical attention and was given ophthalmological antibiotic drops. Additionally, the patient is under the infection department control and will be monitored monthly for one year. The patient was not wearing proper eye protection at the time of the event. The customer stated sample analyses were not impacted; patient results were not affected. There were no instrument issues noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.